Event description:
It was reported that during a bronchial stenting treatment procedure, the finger ring strand broke and the stent partially deployed. An upc/10-3/16/95, 1.5cm ultraflex covered tracheobronchial stent had been selected and advanced to treat an unspecified bronchial stricture. While attempting to deploy the device, the deployment strand on the finger ring broke. The stent was partially open; however, the physician was unable to fully deploy the device. The stent was removed by unspecified means. The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "stable".